Manufacturer narrative:
The initial complaint was reviewed and found not reportable. The received broken off screw head of an unknown screw was not manufactured from synthes (B)(4). The visible etch confirms the screw head to be a competitor product from unknown source. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: ktt (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Initial reporter is synthes sales consultant without a lot number the device history records review could not be completed. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon was doing dynamic hip screw (dhs) surgery. While inserting the 4.5mm cortical screw into the femoral shaft, the screw was broken. Surgeon opted to not retrieve the broken screw and it remains embedded in patient's bone. Surgery was completed with no delay. This is report 1 of 1 for (B)(4).